Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from three years remaining to one year remaining in a span of seven months. Data analysis was requested and showed that the low voltage fault was valid and confirmed that the power consumption is increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Conservative modeling indicated that the device should support therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from three years remaining to one year remaining in a span of seven months. Data analysis was requested and showed that the low voltage fault was valid and confirmed that the power consumption is increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Conservative modeling indicated that the device should support therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from three years remaining to one year remaining in a span of seven months. Data analysis was requested and showed that the low voltage fault was valid and confirmed that the power consumption is increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Conservative modeling indicated that the device should support therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.